Event description:
Morphine drip free flowed into pt while connected to alaris pump. Pt on comfort care, drip started at midnight and nurse noted 250cc bag to be empty at 0123. Pt vital signs stable except drop in bp about 0400 prompting fluid bolus. Had seizure at about 0615 then expired at about 0630. Wife declined narcan to reverse morphine. Two physicians reviewed case and felt unlikely death result of morphine due to absence of agonal respirations; reason no conclusions were made until we received toxicology report. Received tox report from coroner on (B)(6) 2018 that it was positive for large amount of morphine. Dates of use: (B)(6) 2017. Diagnosis or reason for use: manage morphine drip.